Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. The technical support specialist had requested additional information regarding the reported issue; however, there was no update received from the customer. The case was placed on cc (customer contact) status pending further response. Then technical support specialist marked case as closed, and the customer was advised to submit a new ticket if further assistance was needed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower user was not able to return ketamine vials to the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.